Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +10.00/+1.0/099 sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).